Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred as customer was setting up the pump for the first time. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level as customer had not yet begun using pump for insulin therapy.